Event description:
It was reported that the lead exhibited high, out of range, high voltage lead impedance. An increase in capture threshold was also noted. The lead was capped and replaced. Patient condition was good after the event.